Manufacturer narrative:
The manufacturer did not received devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed an found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component 56/50 p on (B)(6) 2009. The patient was revised on emergent basis on (B)(6) 2013 due to unknown reasons.